Event description:
It was reported a low impedance was measured with the parkinson¿s disease patient¿s system. The patient¿s ¿therapy was stopped and the patient had no therapy¿ due to the event. The pocket adaptor was replaced as a result of the event and ¿the problem was done¿ following the replacement. The patient was alive with no injury and was ¿good¿ with working therapy following the replacement. Additional information was requested, but was unavailable at the time of report. A supplemental MDR will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 64002, serial# unknown, product type: adapter. (B)(4).

Manufacturer narrative:
Device evaluation: analysis of the pocket adaptor found no anomaly.

Manufacturer narrative:
Concomitant medical products: product ID 74824036, serial# (B)(4), product type: extension. Product ID 74824036, serial# (B)(4), product type: extension. Device evaluation: analysis of both extensions found ¿breached depressions¿ on the outer insulations.

Event description:
Please note the extensions reported below and their subsequent analysis results were previously reported as part of regulatory report #3004209178-2014-21170. However, additional information received indicated the extensions instead pertained to the event covered in this report. Please see this report for any additional follow-up regarding the extensions with serial numbers (B)(4).